Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and allege insulin pump was under delivering. The customer¿s blood glucose level was over 33 mmol/l, up to 30 mmol/l and 9 mmol/l. Customer was treated with injection pen. The customer also stated that they had symptoms like positive results in ketones, nausea, vomiting, abdominal pain and difficulty in breathing. Customer stated that the insulin pump had insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The reservoir will not be returned for analysis.